Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The recommended replacement time in save to disk was on (B)(6) 2012. The device was less than or equal to 2.62 volts. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.